Event description:
It was reported that the valve did not function properly.

Manufacturer narrative:
The initial report was for a strata ii, adjustable delta valve, regular. The returned valve is a strata I, adjustable delta valve, small. The returned valve was patent and passed siphon and reflux testing. It did not pass leak testing due to a small tear in the bottom of the valve below the adjustment mechanism. The returned valve was stuck at pressure level (pl) 1.0. This precluded all pressure-flow and preimplantation testing. Dissection of the valve showed a portion of the assembly interfering with the adjustment mechanism movement. It is undetermined how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.